Event description:
During a total abdominal hysterectomy procedure, the staples did not lock into the retainer. The surgeon removed the staples and sutured to complete the procedure without patient injury.

Manufacturer narrative:
Device not received for evaluation.